Manufacturer narrative:
This lead has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. It was noted via x-ray that the lead was not dislodged. No additional adverse patient effects were reported.